Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿there was an error message appears at start-up¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 assy processor was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that there was no problem found with the device. Alleged failure could not be recreated during failure analysis. Device functioned to supply therapy as expected per design. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed.

Manufacturer narrative:
The bench repair technician (brt) evaluated the device at bench and determined that the error message was displayed at startup due to malfunction of processor board. The processor board was replaced, and the device returned to full functionality. Multiple good faith efforts were made to obtain additional information regarding device use and reporter details, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.